Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was around unknown. The customer was not assisted with troubleshooting. The customer stated that the piece of insulin pump was fell off. The customer stated that this was the second time the piece had fallen off top of cannula. The customer stated that the piece clear ring pops off. The device will not be returned for analysis.